Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. Inspection of the fluid path and drive mechanism found no damages or defects that would cause the cannula to dislodge. The cannula could not become dislodged from the infusion site as reported, as the device was received with the soft cannula not deployed. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. Measurement of the pcb assembly shelf mode current found it to be out of specification at 44 microamps. Inspection of the pcb assembly found no damages or defects that would contribute to high shelf mode current. The high shelf mode current of the pcba contributed to the low battery voltages that prevented the pod from priming and deploying.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod for less than an hour. In addition the pod failed to adhere and reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.